Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip and minor scratches on display window.

Event description:
Customer reported that he was experiencing high blood glucose levels and had ketones. Blood glucose level was 338 mg/dl at the time of the call. During troubleshooting, the insulin pump failed the high pressure test. Customer also reported that air was present in the tubing. Customer later reported that his blood glucose level was 301 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.